Manufacturer narrative:
A distributor reported that an end user with a prior history of multiple accidents was involved in a mobility transportation incident in which the wheelchair was not secured. During a vehicle collision (t-bone impact), the end user was ejected from the wheelchair, and the chair subsequently landed on him. The end user was transported to the hospital and sustained rib fractures. The exact date of the incident is unknown. An assessment of the wheelchair is required to determine structural integrity before any repair or replacement actions are taken.

Event description:
A distributor reported that an end user, who has a history of multiple prior accidents within a six-month period (including injuries leading to wheelchair use), was involved in a recent incident while traveling in a mobility taxi. The wheelchair was not properly secured, and the vehicle was t-boned, resulting in the end user being ejected from the chair, with the chair subsequently landing on him. The end user was taken to the hospital and sustained rib fractures. The exact date of the incident is currently unknown. The distributor indicated intent to request replacement parts; however, evaluation of the wheelchair's structural integrity is pending prior to further action.